Event description:
Complaint coordinator for baxter reported a home patient has leakage from the connection between the ti-adapter and the transfer set. A sample is available for evaluation. No patient injury or medical intervention was associated with this injury per the initial report.